Manufacturer narrative:
Occupation is lay user/patient. The customer¿s test strips and meter were requested for return. The customer confirmed all the test strips have been used and are not available for return. The customer's meter has not been received at this time and is not expected to be returned. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with a coaguchek xs meter serial number (B)(4) compared to an unknown laboratory methodology. At 12:27 p.m., the customer's meter result was 4.2 inr. The customer's laboratory result was 2.9 inr. The time between meter and laboratory testing was "about 1 hour." The customer was provided lovenox after testing. The customer's therapeutic range was 2.5- 3.5 inr.